Manufacturer narrative:
Patient information was not made available from the site. Return requested. Medtronic investigation of returned suspect open spine clamp finds that, as reported, the threads of the adjustment screw are damaged as well as stripped in the middle of the travel. There are tool marks around the head of the adjustment screw. The clamp is not functional as is. Physical damage - stripped threads - screw.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's thoracic radiolucent clamp was damaged - screw was stripped. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: this complaint is regarding a damaged thoracic clamp (p/n 9733148). A different instrument returned from the site and reported in 1723170-2016-00139 was inadvertently reported on this complaint (open spine clamp, p/n 9731780). Corrected p/n, lot #, mfg date, and findings now provided. Correction: device is not available for evaluation and was not returned. The site has declined to replace the part at this time. Correction: device was not returned to manufacturer, device was not evaluated by manufacturer. Correction: the thoracic clamp (p/n 9733148) has not been received by the manufacturer for analysis. The site has declined to replace the part at this time.